Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately two years post initial procedure, during a routine follow up, the patient presented with a type iiib endoleak. An intervention is planned for on (B)(6) 2025. The patient's current status is reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and additional endovascular procedure complaints are confirmed. The right common iliac artery measured 7.6 mm, and the left common iliac artery measured 8.6 mm in diameter, both below the recommended range of 10¿23 mm. There was also concomitant product usage of a non endologix stent in the right common iliac artery at index, both of these make this off label. It is unclear if this contributed to the reported event. Extensive calcific deposits in the mid- to distal aorta likely contributed to the reported type iiib endoleak. The patient has preexisting peripheral vascular disease, including prior stenting and a left aorta-to-femoral bypass. It is unclear whether these conditions contributed to the reported event. The complaint is likely anatomy related. Procedure related harms could not be determined. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: impact code: remove code 4614. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. Approximately two years post initial procedure, during a routine follow up, the patient presented with a type iiib endoleak. The physician elected to reline with an afx2 bsg, the endoleak was resolved. The patients status is reported as stable and going home.